Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one endo gia* 60mm articulating extra thick reload. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a lap pancreatectomy, there was a problem unloading the device. When placed into abdomen, stapler would not fully open. When closed on the on the pancreas it only fired 3/4 of the way. Jaws would not open and could not open jaws to remove pancreas.the staple line was incomplete on the distal end. The jaws of the device locked on tissue. After cycling the device a number of times, the jaws opened enough to take the stapler off. Another device was opened to complete the case. No adverse events reported. Current patient status is alive with no injury.